Manufacturer narrative:
Event summary: the patient data files showed at least nine applications were performed with balloon catheter 2af284 / 79020-69 on the date of the event with no system issue. This is a clinical issue encountered during the procedure. No product malfunction reported. Upon visual inspection of the sheath 4fc12 / 75431-049, results showed the device was intact with no apparent issues. The sheath passed the test as per specification. Dissection did not show any breakage of the pull wire or any leakage. In conclusion, the reported issue has been not confirmed through testing and data analysis. The clinical issue (pericardial effusion) was encountered during the case. The sheath passed the returned product inspection. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during a cryo ablation procedure, the patient had a pericardial effusion. A pericardial pigtail drain was placed. The case was completed with cryo. No further patient complications have been reported as a result of this event.